Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperthyroidism. Concurrent conditions included depression. Concomitant products included antidepressants for hormonal imbalance and mood swings. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type:hives"), rash erythematous ("itchy red patches"), fatigue ("fatigue"), weight increased ("weight gain"), cystocele ("bladder or urinary problems: cystocele") and stress urinary incontinence ("bladder or urinary problems: stress urinary incontinence"). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vulvovaginal pain ("vaginal pain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and complication of device insertion ("only one device was able to be placed"). The patient was treated with fish oil and surgery (surgeries to remove one or more essure coils, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, dyspareunia, dysmenorrhoea, vaginal discharge, complication of device insertion, mood swings, fibromyalgia, urticaria, rash erythematous, fatigue, weight increased, cystocele and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cystocele, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain, rash erythematous, stress urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure. Insertion details: tried the right side first and so the right essure was deployed very easily without any problems. The tip of the essure was identified. Then we switched to the left side. At the same time, we ran out normal saline and then once we tried to replace the vac and re-insuffiate the uterus, the landmark was not quite clear and we tried to put a second essure to the left side, but the essure made a u-turn and looped. The left tube is open. Most, if not all symptoms decreased soon thereafter removal. Diagnostic results: (B)(6) 2011, hysterosalpingogram. Most recent follow-up information incorporated above includes: on 16-jul-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood swings, autoimmune disorder type of disorder: fybromyalgia, rashes or skin conditions type: hives & itchy, red patches, fatigue, weight gain / loss specify which one: weight gain, cystocele, stress urinary incontinence. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia and hyperthyroidism. Concurrent conditions included depression. In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, urinary tract infection") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping"), vaginal discharge ("vaginal discharge") and complication of device insertion ("only one device was able to be placed"). The patient was treated with antidepressants, fish oil and surgery (one or more surgeries to remove one or more essure coils /hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, dyspareunia, dysmenorrhoea, vaginal discharge and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure. Diagnostic results: apr2011 , hysterosalpingogram. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Lot number added. Events hormonal changes describe:, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge and only one device was able to be placed added. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('migration') in a 34-year-old female patient who had essure (batch no. 50512941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concurrent conditions included patellofemoral pain syndrome since 2015, hyperthyroidism since 2015, de quervain's tenosynovitis since 2013 and depression. Concomitant products included antidepressants for hormonal imbalance and mood swings as well as baclofen since 2012, clonidine since 2014, colecalciferol (vitamin d3) since 2015, curcuma longa since 2015, diclofenac, meloxicam since 2013, milnacipran since 2013, valaciclovir from 2016 to 2018 and venlafaxine since 2013. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type:hives"), rash erythematous ("itchy red patches"), fatigue ("fatigue"), cystocele ("bladder or urinary problems: cystocele") and stress urinary incontinence ("bladder or urinary problems: stress urinary incontinence") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("abdominal pain/ severe cramping") and complication of device insertion ("only one device was able to be placed"). The patient was treated with fish oil and surgery (surgery to remove essure and surgeries to remove one or more essure coils, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal haemorrhage, urinary tract infection, dyspareunia, dysmenorrhoea, vaginal discharge, complication of device insertion, mood swings, fibromyalgia, urticaria, rash erythematous, fatigue, weight increased, cystocele and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cystocele, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain, rash erythematous, stress urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure. Insertion details: tried the right side first and so the right essure was deployed very easily without any problems. The tip of the essure was identified. Then we switched to the left side. At the same time, we ran out normal saline and then once we tried to replace the vac and re-insufflate the uterus, the landmark was not quite clear and we tried to put a second essure to the left side, but the essure made a u-turn and looped. The left tube is open. Most, if not all symptoms decreased soon thereafter removal. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: results: other. Diagnostic results: (B)(6) 2011, hysterosalpingogram transvaginal ultrasound (tvu) on (B)(6) 2011. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event: migration. Cluster ID were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and device dislocation ('migration') in a 34-year-old female patient who had essure (batch no. 50512941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. Concurrent conditions included patellofemoral pain syndrome since 2015, hyperthyroidism since 2015, de quervain's tenosynovitis since 2013 and depression. Concomitant products included antidepressants for hormonal imbalance and mood swings as well as baclofen since 2012, clonidine since 2014, cholecalciferol (vitamin d3) since 2015, curcuma longa since 2015, diclofenac, meloxicam since 2013, milnacipran since 2013, valaciclovir from 2016 to 2018 and venlafaxine since 2013. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:, urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type:hives"), rash erythematous ("itchy red patches"), fatigue ("fatigue"), cystocele ("bladder or urinary problems: cystocele") and stress urinary incontinence ("bladder or urinary problems: stress urinary incontinence") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("abdominal pain/ severe cramping") and complication of device insertion ("only one device was able to be placed"). The patient was treated with fish oil and surgery (surgery to remove essure and surgeries to remove one or more essure coils, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital hemorrhage, abdominal pain lower, vulvovaginal pain, hormone level abnormal, menorrhagia, vaginal hemorrhage, urinary tract infection, dyspareunia, dysmenorrhoea, vaginal discharge, complication of device insertion, mood swings, fibromyalgia, urticaria, rash erythematous, fatigue, weight increased, cystocele and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, complication of device insertion, cystocele, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital hemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain, rash erythematous, stress urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal hemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had complications or problems that occurred at the time of your essure placement procedure. Insertion details: tried the right side first and so the right essure was deployed very easily without any problems. The tip of the essure was identified. Then we switched to the left side. At the same time, we ran out normal saline and then once we tried to replace the vac and re-insuffiate the uterus, the landmark was not quite clear and we tried to put a second essure to the left side, but the essure made a u-turn and looped. The left tube is open. Most, if not all symptoms decreased soon thereafter removal. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: results: other. Diagnostic results: (B)(6) 2011 , hysterosalpingogram. Transvaginal ultrasound (tvu) on (B)(6) 2011. Manufacturing date:2010/06. Expiration date:2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.